Event description:
It was reported that the insulin pump alarmed, the screen went blank, and then it began to count up. Customer then reconnected, ate, and delivered a bolus with the insulin pump and it seemed to be functioning normally. The bolus was recorded inthe bolus history. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed self test and displacement test. No a64 alarm noted. Unit received with minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.